Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms, intermittent capture, fluctuating r wave amplitude measurements, and oversensing of right atrial (ra) signals. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.